Event description:
Revision surgery - due to the patient having formed a cyst in the region of the hip. The surgeon removed the metal-on-metal liner as well as the head and sleeve; replacing them with an x-alt liner and 36mm head.

Manufacturer narrative:
The reason for this revision surgery was reported as instability after 7.6 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was given to the patient and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the instability was reported as a cyst forming in the hip region. There are no indications of a product or process issue affecting implant safety or effectiveness.